Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The pod delivered 46 first prime pulses, deactivating before the start of second prime. No damages or deficiencies were observed. As the device was deactivated before the needle mechanism deployed, the pod could not have been inserted. The soft cannula was not bent, kinked, or otherwise damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels (bg) rose to 30 mmol/l (540 mg/dl) while wearing the pod between 5 and 24 hours. Upon removal from the infusion site, the patient was unsure if the cannula had properly inserted into the skin and that the cannula appeared to be bent. Upon inspecting the pod, the patient reported that the pink slide did not move forward, indicating a needle mechanism failure occurred.